Manufacturer narrative:
A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autog bc needle did not retract. The following information was provided by the initial reporter: needle would not retract.

Event description:
No additional information

Manufacturer narrative:
Investigation results: our quality engineer inspected the sample submitted for evaluation. Bd received one unsealed 24ga x 0.75in. Insyte autoguard bc unit from lot number 4162538. The needle was received extended from the safety shield. The safety mechanism had been activated, but the needle hub had not retracted. The needle fully retracted when a slight force was applied to the needle hub. A microscopic examination of the needle revealed no damage or defects that would prevent the needle from retracting. Although your reported issue was confirmed, it could not be determined if the damage resulted from the manufacturing of the device or from the user environment. A device history record review showed no non-conformances associated with this issue during the production of this batch. However, a trend has been identified for the reported failure and corrective actions have been initiated to investigate this type of incident and identity the root cause.